Manufacturer narrative:
The customer reported the "batteries were hot". Customer service instructed the customer to insert new batteries properly into the analyzer. The batteries did not overheat during troubleshooting. There was no allegation of patient/user harm. There was no allegation of incorrect results.

Event description:
The customer reported the "batteries were hot" after changing the batteries. No allegation of patient/user harm. No allegation of incorrect results.